Manufacturer narrative:
A sample lens was not returned. Lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information as requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted there was an unexpected postoperative refractive outcome. The surgeon decided that the lens was off axis and could be repositioned instead of exchanged. The lens was repositioned one month after it was initially implanted. Additional information was requested.